Event description:
Dexcom g6/g7 is not to a level of quality and relativity that should be required for a lifesaving medical device. Constant failures, issues and false readings. I've been woken in my sleep twice this week also to false lows that I am trained to react to with glucose. These false readings caused me to actually spike my sugar. All cases, a type 1 cannot go back to sleep or what we were doing until we stabilize, which is normally a couple hours at best. It's also quite a false advertisement to call the "constant" monitors as they only sample every 5 minutes. They don't have this version working properly for life-saving purposes, but seem to be more interested in selling/pushing their new otc version to the general public/profits. I believe patient experience and data should be reviewed and this item pulled from any credible endorsement. Regards, (B)(6).